Manufacturer narrative:
H11: an amia disposable patient connector was received for evaluation. A visual inspection was performed and there was no evidence of damage to the patient connector. The transfer set was connected and disconnected by hand using the returned patient connector with no issues. The reported connection issue was not duplicated. The amia sample met the specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of the amia cassette and transfer set. The event was further described as "stuck patient line to pd catheter transfer set". This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.